Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that the replacement of the controller and recharger resolved the issue about the ins charge level depleting faster than expected and ins not being fully charge when controller turns off.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(4). Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for spinal pain and peripheral neuropathy. It was reported that the controller turned off saying charge finished even though it showed the ins was not fully charged. The patient (pt) stated the controller showed 100% charge and at the time, the pt was starting to charge the ins and it was showing 30% charged. It was stated that the pt put the recharger on about 5-5:30pm and about 8pm the ins was showing about 50% charge and the controller showed charge finished and turned off. The pt stated the removed the battery pack and replaced it and was able to bring up an active charging screen. After an hour of charging, the ins went from 50% to 60% and then the controller showed charge finished and turned off. It was mentioned that after pulling the battery pack put and restarting the pt was able to charge to 100%. The pt reported the controller found the ins and had excellent charging quality. The patient was transferred to repair and the controller were replaced. An out of box failure was not reported. No symptoms were reported. No further complications were reported. Additional information from patient was received. It was stated the ¿little box¿ on the recharger cord seem rather warm, it was warmer than usual. Patient said his ins charge level was depleting faster than expected, noting it went from 100% last night to 0% this morning. Patient usually got a full day of stimulation after charging the ins to 100%. Patient confirmed they had not made any programming change, and they had not had any trauma or falls. Patient said when he charged the ins, his controller always showed ¿excellent¿ coupling level, but the charging duration were very different. Patient said sometimes it would take 4 hours to charge the ins, and other times it would only took 2 hours. Patient believed the ins charge level was about the same when he started the charge sessions. Patient stated the controller depleted quickly from 100% down to about 20% in one ins charge session. It was noted the ins only had 60% charge when had to plug the controller into the a/c power source again. Patient mentioned the only controller had been replaced but conferring with repair the controller and li battery pack had already been replaced. Patient services suggested to repair that recharger should also be replaced. Pss advised patient to see the healthcare provider if the new device did not resolve the issue. It was noted the controller was depleting quickly, ins recharger duration fluctuates unexpectedly, recharger ¿little box¿ got warmer than normal and ins charged depleting faster than usual/expected. It was confirmed the issue wasn't resolved after the controller was last replaced. It was noted the patient had intermittent charging issue with recharger. No further complication and no symptoms were reported.